Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2010-00077. MDR #: 9615742-2010-00022 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system," (B)(4)."

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.